Manufacturer narrative:
(B)(4)

Event description:
It was reported that the clinician reported that the patient presented remotely, low impedance was noted on the right atrial lead in bipolar configuration, also noted was varying capture thresholds. The patient would be brought into clinic for further testing. No additional information was available.